Event description:
It was reported by service report that the release handle was sticking and it was difficult to release. The serial number plate was missing and the lift tubes were bent. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Release handle; missing serial tag. The customer was advised by the service technician to remove the cot from service.